Event description:
A customer contacted beckman coulter inc. (Bec) regarding false positive rf results generated by the immage 800 system using rf lot m101865. The erroneous results were not reported outside of the laboratory and there was no affect to patients with regard to this event.

Manufacturer narrative:
The root cause for this event appeared to be related to the reagent lot. The customer was sent a replacement.